Event description:
It was reported that the user experienced incorrect meal size behavior in the ilet system, where only the ¿less¿ meal announcement option was available, and was advised to perform a factory reset followed by setup and education. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included successful restoration of full functionality after device reset, completion of ilet setup, cgm pairing with libre 3 plus, and user education on the relearn process. Investigation included remote technical troubleshooting and confirmation of the reported behavior by support staff. Investigation of this case revealed a software configuration or state issue consistent with known behavior that can restrict meal announcement options, which was resolved through factory reset and reconfiguration without hardware or sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration state requiring reset, and the issue was mitigated through troubleshooting and education.